Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an apply sample message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged product issue began. The patient was unwilling to share information around their usual diabetes management regimen. The patient was unwilling to provide specific details around the symptoms they developed but stated that they contacted the emergency medical services. The patient reported receiving hcp treatment of ¿a shot of glucose¿ and the patient reported eating a sandwich and drinking some juice. The cca walked the patient through the correct testing procedure and the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.